Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited a loss of capture. Programming changes were implemented. There were no patient consequences.